Manufacturer narrative:
This report serves as both a correction and an additional information follow-up report. B5 - describe event or problem g3 - the previous report was inadvertently submitted prior to completion of the investigation. The g3 date has been corrected in this report. H6 - component code, type of investigation, investigation findings, investigation conclusions. H7 - if remedial action initiated. H7 - other remedial action. H11 - additional MFR narrative. Additional information: an extended manufacturing review of the reported product has been performed. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The reported sensor (ohwctaqlt) was returned and investigated by product quality and r&d engineering. A visual inspection of returned sensor revealed no cracks, deformation, or adhesive failure, and biological residue confirmed proper insertion. Clinical logs indicated that sensor termination coincided with removal from the body rather than device malfunction, with no evidence of leaks, infection, or software errors. The sensor was de-cased to perform a visual inspection of the sensor internally. No damage was observed during visual inspection of the printed circuit board assembly (pcba) and the internal components. The freestyle libre 3 sensor had a gradual decrease in glucose reading beginning on (B)(6) 2025, at and continuing until the end of the record on (B)(6) 2025. At this time, there is no evidence to establish a causal relationship between the fsl3 sensor and the reported death. The available data is insufficient to determine whether the fsl3 device caused or contributed to the reported event. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under adc¿s CAPA investigation. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On august 20, 2025, abbott diabetes care (adc) received further information regarding this incident from a healthcare professional via email. The healthcare professional indicated the patient underwent an urgent cesarean section on sunday, (B)(6), due to severe fetal distress. It was reported the freestyle libre 3 sensor had failed to alert the patient about hyperglycemia at any point in the hours or days leading up to the delivery. The procedure was performed at just over 34 weeks of gestation, in the context of diabetic ketoacidosis. It was reported the newborn passed away a few days later; exact date was not provided. The official cause of death provided by the healthcare professional was reported to be acidosis in the mother. The patient has fully recovered without any complications or aftereffects. Adc customer service attempted to gather more information; however, we have not received additional details, and a death certificate has not been provided at this time. Based on the information currently available, it is inconclusive whether the adc device contributed to the reported fetal death. A follow-up report will be issued if adc obtains any further information regarding this event. On (B)(6) 2025, abbott diabetes care (adc) received user report from ansm (B)(4), which documents the same incident. The clinical evaluation reported that due to inaccurate low glucose readings the insulin pump delivered less insulin. The sensor tracings show that the glucose remained mostly below 100 mg/dl and had no readings above 150 mg/dl since (B)(6) 2025. In contrast there is a capillary blood glucose reading of 395mg/dl and the blood ph was 7.18 mui/l. The customer had to be treated for diabetic ketoacidosis on (B)(6) 2025. Inaccurately low glucose readings on the sensor can lead to insulin underdosing, which can lead to dka. The customer reported that they required an urgent c-section due to fetal distress, which can occur due to dka. Based on the epipage-2 study the survival rate for neonates born at 34 weeks is >95%.1 however, the infant was born premature and in the presence of dka, neonatal mortality is increased.2 the death certificate has not been made available, and therefore it cannot be definitively excluded that an alternative underlying pathology contributed to the neonatal death. However, a relationship with the reported inaccurately low glucose measurements cannot be ruled out.

Manufacturer narrative:
Product has been returned on 29 aug 25 and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. An extended manufacturing investigation has been performed for the reported product. Lot 1000975533 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1000975533. All measurements reviewed are within specifications. An extended manufacturing investigation has been performed for the sensor kit. The assessment of the freestyle libre 3 device, lot t60002896, was carried out to determine whether any manufacturing events might have contributed to the incident documented in the complaint files for sensor 0hwctaqlt. The findings indicate that lot t60002896 was fully manufactured according to established specifications. Furthermore, no abnormal conditions were observed in the reviewed units, and no manufacturing issues were found. It was verified that the units were produced in accordance with validated parameters, and all quality inspections and testing were successfully completed. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On august 20, 2025, abbott diabetes care (adc) received further information regarding this incident from a healthcare professional via email. The healthcare professional indicated the patient underwent an urgent cesarean section on (B)(6) due to severe fetal distress. It was reported the freestyle libre 3 sensor had failed to alert the patient about hyperglycemia at any point in the hours or days leading up to the delivery. The procedure was performed at just over 34 weeks of gestation, in the context of diabetic ketoacidosis. It was reported the newborn passed away a few days later; exact date was not provided. The official cause of death provided by the healthcare professional was reported to be acidosis in the mother. The patient has fully recovered without any complications or aftereffects. Adc customer service attempted to gather more information; however, we have not received additional details, and a death certificate has not been provided at this time. Based on the information currently available, it is inconclusive whether the adc device contributed to the reported fetal death. A follow-up report will be issued if adc obtains any further information regarding this event. On september 1, 2025, abbott diabetes care (adc) received user report from ansm r2523278, which documents the same incident.

Event description:
On (B)(6) 2025, abbott diabetes care (adc) received further information regarding this incident from a healthcare professional via email. The healthcare professional indicated the patient underwent an urgent cesarean section on sunday, (B)(6), due to severe fetal distress. It was reported the freestyle libre 3 sensor had failed to alert the patient about hyperglycemia at any point in the hours or days leading up to the delivery. The procedure was performed at just over 34 weeks of gestation, in the context of diabetic ketoacidosis. It was reported the newborn passed away a few days later; exact date was not provided. The official cause of death provided by the healthcare professional was reported to be acidosis in the mother. The patient has fully recovered without any complications or aftereffects. Adc customer service attempted to gather more information; however, we have not received additional details, and a death certificate has not been provided at this time. Based on the information currently available, it is inconclusive whether the adc device contributed to the reported fetal death. A follow-up report will be issued if adc obtains any further information regarding this event.

Manufacturer narrative:
Abbott diabetes care (adc) received additional information on 20-aug-2025. Section(s) updated as follows: b2 - outcomes attributed to ae. B5 - describe event or problem is updated to capture this information. D4 - serial number. H1 - type of reportable event . H6 - health effect - impact code. Correction to previous tracking and trending statement: h11: tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. Product has been returned on (B)(6) 2025 and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The healthcare professional reported that their patient received unspecified lower sensor scan results and experienced seizure and pain in the legs. The length of sensor wear was unknown and it is unknown if the customer noted a trend arrow on the device. Due to low readings, the customer reported that they were hospitalized where unspecified readings were taken on an hcp (healthcare professional) meter for diagnosis of diabetic ketoacidosis which they received unspecified treatment for. The customer also reported that they went into delivery of their baby due to major fetal distress via urgent cesarean section and the baby is currently in critical condition. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The customers product has been requested for investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.